Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. The pump also had minor scratches on the lcd window, cracked case at the display window corner, cracked reservoir tube lip and stained end cap sticker.

Event description:
Customer reported that the insulin pump alarmed during prime. Customer was instructed to rewind the insulin pump and program a normal bolus into the air. Bolus amount was recorded in the bolus history. Customer stated that he noticed the drive support cap was protruded and pushed it in. Blood glucose value was 208 mg/dl. Nothing further reported.